Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was in the range of 200 mg/dl to 400 mg/dl. The customer was treated high blood glucose with manual injections. Customer was reported that insulin pump had blank display. Display did not return after restart. Customer had been off from insulin pump more than 48 hours. The insulin pump will be returned for analysis.